Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 1 year, 9 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient expired on (B)(6) 2016 due to gastrointestinal (gi) bleed, anemia, and end stage congestive heart failure. The patient had been hospitalized multiple times for gi bleeding over the 18 months prior to expiration. The events had been previously unreported. The patient's first gi bleed was in (B)(6) 2015. The patient presented with fatigue, weakness, and dark, tarry stools and a hemoglobin (hgb) of 5.8g/dl. Upper and lower endoscopies were performed and no source of bleeding was found. The anticoagulant warfarin was held until the bleeding resolved. The patient had several other previously unreported episodes of bleeding that required admission on unspecified dates. Prior to lvad implant the patient was known to be at high risk for bleeding due to a gi stromal tumor. The patient had multiple other previously unreported medical issues including weakness and debilitation, a compression fracture, and depression. It was reported that the patient did not want to be hospitalized, receive any additional blood transfusions, or have labs drawn. It was reported that the patient was unhappy with the quality of life and elected hospice care. The patient expired at home approximately four to six weeks later on (B)(6) /2016. It was reported that the device was operating as expected. An autopsy was not performed, and the device will not be returned for evaluation. No additional information was provided.

Manufacturer narrative:
No equipment was returned for evaluation. An autopsy was not performed. Review of the patient¿s complaint history showed no previous events reported for the patient. A direct correlation between the patient¿s outcome and the device could not be determined. The instructions for use lists bleeding as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.